Event description:
Reporter alleged the information on the test strip vial which is used with the blood glucose monitoring device is unable to be read. Reporter stated being able to read the information from the test strip vial's box. Reporter indicated no actions were taken and no treatment was received as a result of the alleged event. A request was made for the return of the suspect product and replacement product was sent.